Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Visual inspection: the devices were returned in disassembled condition, the on the received picture visible centering sleeve was not returned for evaluation. The thread flanks of the received dhs/dcs screw are badly damaged, especially the first two thread flanks are totally flattened with a strong burr on the top side. The screw is also strongly damaged at the slotted end, where the wrench is attached. There are excessive stress marks on a length of about 3.5mm visible on the outer diameter at the slotted area. Functional test: a functional test was performed with the received devices. The received devices can be assembled and disassembled as described in the dhs standard insertion technique quick step technique guide (035.000.080 aa) without any issues. The in the complaint description mentioned "could not release a lag screw from the centering sleeve" cannot be replicated with the returned devices. Thus, the in the investigation workflow listed dimensional inspection and drawing/specification review are not required. Summary: the complained malfunction cannot be replicated with the returned devices, which let us exclude a product related issue. However, the complaint is rated as confirmed as the excessive stress marks on top of the dhs/dcs screw are a indication that the screw was once stuck in the wrench as complained. The observed damages show that two issues did lead to the complained malfunction. First, the damaged thread flanks are an indication for a excessive metallic contact, e.g. With a kirschner wire, during the insertion of the dhs/dcs screw. Therefore it can be assumed that high forces were needed to insert the screw. Second, the excessive stress marks on a length of about 3.5mm visible on the outer diameter at the slotted area are an indication that the wrench did spin on the dhs/dcs screw while the wrench was not fully attached to the dhs/dcs screw as indented. The black mark on page 6 and 7 of the attached all devices pictures shows the difference between the stress marks and the full insertion depth of the dhs/dcs screw into the wrench. The damages show that the wrench did slip on the dhs/dcs screw by a combination of high force and little insertion depth. It can be assumed that this slippage caused the complained jamming between the wrench and the screw when the flat surfaces of wrench were jammed on the screw in a shifted position. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Part: 280.000s. Lot: 3l58237. Manufacturing site: balsthal. Release to warehouse date: 01. Mar. 2019. Expiry date: 01. Feb. 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that during an unknown surgery on (B)(6) 2019, the surgeon experienced a problem using one of the dynamic hip/condylar screw (dhs/dcs) kits. The surgeon could not release a lag screw from the centering sleeve and t-handle/wrench after successfully screwing it to the patient's hip. The surgeon thought that a coupling screw was bent and got jammed. The whole insertion assembly was lubricated but was still unable to release the screw. A new set was opened to complete the procedure. There was a 15 minutes surgical delay reported. There was no harm to the patient. This report is for a dhs®/dcs® lag screw. This is report 1 of 3 for (B)(4).